Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an occlusion is confirmed to be use related. One 4 fr powerpicc solo catheter was returned for investigation. Adhesive tape residue was observed on the proximal end of the catheter. The catheter extended up to the 40 cm depth marker. A connector hub was returned attached to the catheter hub. The sample was flushed with water using a 12 ml syringe and a small amount of water was flowing through the distal end with resistance felt. Additional pressure resulted in residual material being dislodged. The resistance felt was relieved and water infused through the catheter without any apparent issues. Since the source of the occlusion and resistance felt was observed to be cause by use related residual material, the complaint is confirmed to be use related. A lot history review (lhr) of reby1490 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was an occlusion in the catheter. It was stated after removal, when the PICC team tried to flush the catheter; they said it didn´t feel like the usual occlusion but more like something else didn´t work in the catheter like the valve. No harm to the patient was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reby1490 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was an occlusion in the catheter. It was stated after removal, when the PICC team tried to flush the catheter; they said it didn´t feel like the usual occlusion but more like something else didn´t work in the catheter like the valve. No harm to the patient was reported.